Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that during implant attempt, there were no spikes and no capture when the ipg and leads were hooked up. The device was out of pocket and programmed bipolar. After three attempts reconnecting the rv lead, the issue was not resolved. The device was removed and a new device used. There were no patient complications reported as a result of this event.